Manufacturer narrative:
Concomitant medical products - model: d154awg, ICD; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a competitor report that the patient's right ventricular (rv) lead exhibited oversensing noise, non-physiologic events and possible oversensing of myopotentials. It was indicated that the patient was asymptomatic. The lead remains in use. No patient complications have been reported as a result of this event.